Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: tpn bags, trava sol and lipid with infusion lines were set and ready to be primed in the t braun pump and when activated, solution would start to flow but once passed the pump would stop indicating high pressure down flow, the pump would display disconnect from patient and continue prime, the IV line was not connected to the patient but still indicating high pressure down flow. Changing pump would not resolve the issue nor turning it off and starting all over again. For trava sol solution it was resolved after the fourth IV set was primed. For the lipid solution after the third IV was first primed with normal saline and then the IV hook to the lipid. Time spends in this endeavor was 1 hour and a couples of minutes when it should take average 5 to 10 minutes. Also, before connecting lines to the PICC and the pump on stop mode the IV-line sucked up air backward in the line, solution was to start infusion and allowed fluid to flow and get rid of the air and only then connecting to the pic.